Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 event site address, h5. A patient receiving iabp in the ICU after pci experienced an alarm indicating an optical sensor calibration abnormality (inability or failure?) Over time. Arterial pressure measurements by the optical sensor became intermittent, eventually resulting in calibration failure. Removing and reinserting the sensor connector did not improve the situation, and calibration was not possible. However, because arterial pressure information was being input from the radial artery to a bedside monitor via a blood pressure transducer, the arterial information was input to the iabp via an external input from the bedside monitor, and the iabc was used without replacement. Furthermore, since the trigger source was an electrocardiogram, pumping did not stop, and there was no risk to the patient's health. There was only mild vascular tortuosity and calcification, so the iabc was inserted via the right femoral artery using the included sheath and gw according to the package insert. Adjusting the catheter position could have potentially improved the symptoms, but due to the time required for readjustment, the problem was resolved by inputting the arterial pressure source via an external input. The hospital did not recognize this as a product defect in the catheter, and the iabc was discarded at the hospital after removal from the patient, and only reported.

Manufacturer narrative:
Due to character limitation, the following field is added from e1: event site name ¿(B)(6). The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If the provided, we will send a supplemental report with additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that during use, cardiosave intra-aortic balloon (iab) had optical sensor calibration abnormality and unable to monitor pressure there was no patient harm.